Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, sf-orpas 1, 3, 7, 8, 9, and orpascgu were not communicating. We tried rebooting the pyxis, but it was still not communicating. We requested the mac address and ip address for all hyde and oakland pas. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.